Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a lap hernia repair procedure and absorbable straps were used. The strap was not deployed properly from the seventh firing and fell off when the trigger was grasped. The procedure was completed using a like device. There were no adverse patient consequences. No additional information is available.